Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the patient was experiencing an uncomfortable feeling in the chest when the right atrial (ra) lead was pacing whilst standing up only. It was also reported that there was placement difficulty. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.